Event description:
The ICD could not be interrogated. Several attempts were made when a "device reset, reason #64" error message was observed. The ICD did not appear to have flipped and the programmer was able to interrogate other devices in the same room. The pt is evidencing asynchronous brady pacing and had one episode of inappropriate fib detection, which resulted in aborted therapy. The device was explanted and is being replaced.